Event description:
Per the clinic, the patient¿s device was explanted due to complications. The surgeon reported the device had no problems at this time. Information on reimplantation as not provided at the time of this report 2009.